Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis therapy. The hp was diagnosed with peritonitis while hospitalized for an unrelated event. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).